Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, the customer had hbgs and was dehydrated. It was stated that the md believes the cause of the event was pump related. While reviewing the programming, it was discovered that the basal rates were incorrect. The spouse stated that the customer did not know how to increase the maximum basal rate. Additionally, there was an error alarm that had occurred twice and another type of alarm that occurred numerous times. The contact was assisted with programming the pump correctly. Troubleshooting was done and the pump passed testing. Moreover, the contact was educated on the alarms and the two hbg rule. It was indicated that a replacement will be sent and to have the customer revert to a back up plan per md protocol.